Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia reported at a value of 191 mg/dl after announcing a usual meal despite consuming more carbohydrates than usual and later drinking 4 oz of apple juice; device use included an inset infusion set at the stomach and a libre 3+ continuous glucose monitor (cgm), with corroborating fingerstick values. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a minor illness or impairment. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and that the user interface was not implicated as a device fault. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.